Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies and for returning to therapy after the emergency disconnect procedure. Should additional information become available, a follow-up will be submitted.

Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) and subsequent se 2367 (fail safe shutdown) occurred on the homechoice (hc) machine during dwell. The tsr explained the alarms. The hp disconnected in dwell and the hc went into drain. The hp did not press stop. The hp reconnected. The tsr explained proper disconnect procedures and assisted to retrieve the cassette. The tsr advised the hp to let her registered nurse know about the alarm. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.